Event description:
During follow-up, loss of capture, decreased sensing, and low pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and insulation damage was observed on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.